Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. Patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post implant balloon aortic valvuloplasty (bav) was performed due to the pvl. However, the bav dislodged the valve from the targeted location. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve in valve. No adverse patient effects were reported.